Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous unspecified vessel. A 2.5mm x 12mm quantum maverick balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at around 24-28 atmospheres at an unspecified number of inflation. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the quantum maverick balloon catheter was received for analysis with a quantum maverick shelf box. The batch number on the returned packaging and device matched the batch number for this complaint. There was blood in the inflation lumen and balloon. A 14.5cm length of the distal outer shaft was bulged and longitudinally torn, consistent with a burst shaft. The damage may be consistent with the reported balloon burst. Microscopic inspection revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu instructs "inflate the balloon slowly to the appropriate pressure to perform ptca or post dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter." (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous unspecified vessel. A 2.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at around 24-28 atmospheres at an unspecified number of inflation. The procedure was completed with this device. No patient complications were reported.